Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. The suture broke when ligation was performed. Another device was used to complete the case. There were no adverse consequences to the patient.